Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a down-trending hemoglobin and a rising lactate dehydrogenate (ldh). Log files contained a pulsatility index (pi) event and routine battery changes. Sigmoidoscopy confirmed slow bleeding arteriovenous malformations (avms). Hemolysis was also confirmed, though no cause was identified. The patient was given a blood transfusion and discharged home with close monitoring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) with evidence of hemolysis could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. A review of the submitted log file from on (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04aug2017. No further information was provided. The manufacturer is closing the file on this event.